Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported they lost consciousness and was in a coma; however, later during the report, he clarified that he did not need any medical intervention and just ate sugar to normalize his glucose. At some point during the event, the cgm was reading low and the blood glucose reading was 400 mg/dl. There was no documentation of medical intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.